Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0658 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a powerglide pro midline catheter that was being removed from the patient and the catheter broke away from the hub. The catheter had to be surgically removed from the patient.